Manufacturer narrative:
The coaguchek xs plus meter was received for investigation. The meter appeared undamaged and was clean on the outside. The meter was measured with retention test strips 196640-10 in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Retention strips/returned meter: marcumar 3 2.7 inr, marcumar 4 2.5 inr. Master lot strip/retention meter: marcumar 3 2.5inr, marcumar 4 2.3 inr. Retention strips/customer meter: marcumar 3 2.7 inr, marcumar 4 2.5 inr. The returned customer material and retention material complied with specification. Relevant retention test strips (lot 196640) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and complaied with the specifications. A specific root cause could not be determined. A possible reason for high result was could have been the sample collection, for example if the fingertip was squeezed. Intracellular fluid can dilute the blood sample and a higher inr can be obtained.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus serial number (B)(4). . The initial result was 8 inr. The immediate repeat test result was 3.5 inr. A venous sample was taken and sent to the laboratory and a result of 2.5 inr was reported. The laboratory used dade innovin reagent. The therapeutic range was 2-3 inr. There was no allegation of an adverse event.